Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 16 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the device was removed from the protector, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found no issues with the tip profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks throughout the shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 16 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the device was removed from the protector, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.